Event description:
While troubleshooting with MFR it was found that segments were missing from the advantage meter display. No adverse event reported. Requested return of suspect device and replacement was sent.